Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) delivery system (ds) before placement negative pressure was applied via a syringe through the flush port of the introducer however the syringe could not be pulled back, preventing air removal. When the deflection button was pressed on the leadless implantable pulse generator (ipg) (ds) no response was observed and the leadless ipg was protruding. The leadless ipg ds and introducer were attempted not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced intermittent cardiac arrest during the implant procedure.

Manufacturer narrative:
Corrected: b5, h2, additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.